Manufacturer narrative:
For all enquires or follow up questions related to the record, do not use (B)(6) located in sections d3 and g2, please direct those to the following: (B)(6). H6. Evaluation codes: updated. Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other text: b3: date of event; d4: lot number, expiration date and h4: device manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing they found a trach tube with a defective balloon. No adverse patient effects were reported by the customer.